Event description:
The patient under went an anastomosis of the femoral and popiteal arteries. Post operatively the patient experienced bleeding due to suture breakage. The patient was resutured without complication.